Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the generator exhibited a random conductivity fault. The issue occurred during an unspecified procedure. The procedure was completed with the same device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Inspection results by field service confirmed the generator exhibited error code e006. A root cause could not be identified. Based on the results of the investigation, it is likely a defective universal socket led to the display of error code e006. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received form the customer.